Manufacturer narrative:
(B) (4): this part is not approved for use in the united states, however, a like device catalog # 8630645, 510k # k991031 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pedicle screw was broken during insertion at a spinal surgical procedure at l4-l5. The broken screw was not removed. No other complications were reported.